Manufacturer narrative:
Approximate age of the device is 12 days. The manufacturer is attempting to acquire the system controller for analysis. The event occurred at (B)(6). The patient remains on lvad support with the pump with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 12 days post-implant, it was reported that the patient experienced a loud alarm. The pump speed had decreased to as low as 5600 rpms and then the pump power increased. The patient was asymptomatic during this event; however, it was reported that the patient heard an unknown sound coming from the pump. An echocardiogram and lab tests were performed and all results were reported to be normal. The patient¿s system controller was exchanged and no further alarms were reported.

Manufacturer narrative:
The patient¿s system controller was returned and functionally tested. No atypical low speed hazard alarms or pump stoppages were reproduced. The patient¿s event history was reviewed and confirmed the reported high power values and reductions in pump speed; however, a specific cause for the reported events was unable to be determined. The manufacturer¿s approved labeling outlines that pump performance, including pump power, is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.